Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in (B)(6) on 10-jun-2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012 as contraceptive. The consumer was diabetic. She had never thought that her discomfort on back, legs, groins and discomfort during sexual intercourse, prolonged bleedings, and hemorrhages could be related to essure. The physicians told her she had nothing but she was getting worse. When she realized that essure could be the cause, she talked to the physicians but they told her that it could not be the cause. She could not even use costume jewelry. After hemorrhages, complete months of menstruation, pain, they decided to implant mirena which has decreased slightly the hemorrhages but the pain and the continuous bleeding remained. She stated she was not able to have an active life, to go to a park with her children because when she least expected she had problems with her legs or she was bleeding stained with blood and it was not possible to go to the beach. She stated her biggest fear was the remains of the essure if they were removed. She was going to have a surgery on operating room. All the events were considered as related by consumer this case was considered incident by health authority. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced hemorrhages (interpreted as genital bleeding). She was going to have a surgery on operating room. This event is serious due to its medical importance and listed in the reference safety information for essure. Genital bleeding may occur with essure therapy. In this case, she experienced this event since essure insertion. Based on its nature, a causal relationship with suspect insert cannot be excluded. The health authority considered this case was incident. Company agrees with health authority's assessment and also considers this case as incident since surgical intervention will be performed. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information is expected, as the report was received via the local regulatory authority.

Manufacturer narrative:
Follow-up received on 04-jul-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). In this case no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-jul-2016 for the following meddra preferred term: genital haemorrhage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced hemorrhages (interpreted as genital bleeding). She was going to have a surgery on operating room. This event is serious due to its medical importance and listed in the reference safety information for essure. Genital bleeding may occur with essure therapy. In this case, she experienced this event since essure insertion. Based on its nature, a causal relationship with suspect insert cannot be excluded. The health authority considered this case was incident. Company agrees with health authority's assessment and also considers this case as incident since surgical intervention will be performed. Additionally, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No further information is expected, as the report was received via the local regulatory authority.

Manufacturer narrative:
Follow-up received on 04-jul-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). In this case no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-jul-2016 for the following meddra preferred term: genital haemorrhage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced hemorrhages (interpreted as genital bleeding). She was going to have a surgery on operating room. This event is serious due to its medical importance and listed in the reference safety information for essure. Genital bleeding may occur with essure therapy. In this case, she experienced this event since essure insertion. Based on its nature, a causal relationship with suspect insert cannot be excluded. The health authority considered this case was incident. Company agrees with health authority's assessment and also considers this case as incident since surgical intervention will be performed. Additionally, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No further information is expected, as the report was received via the local regulatory authority.